Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2 (type of investigation, investigation findings, component codes, investigation). The failure analysis and testing department received the following part associated with this complaint: this part was received with a reported unit failure message of condense in the iab catheter. Performed visual inspection of this part received and found saline on pim console area. Please see attached picture. However, the fat dept. Did not see condense in iab cathter. Retaining pim in the fat dept. Per procedure. A getinge field service engineer (fse) was dispatched to evaluate the unit. Condensation detected in the catheter during use. Viewing and downloading logs, fault finding performed, pim module replaced, diagnostic and functional tests. Repair completed. Operational tests carried out with positive results.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) detected condensation in the catheter. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.